Event description:
On (B)(6) 2025 @4:30am pst sdp. Pt called saying they went low last night, and it took a while for them to come back into range and pt got annoyed with the beeping and shut the pump down but now didn't know how to tur the ilet back on. Agent informed pt that they had to put the ilet on the charger for it to turn back on .pt did that and confirmed it did light up. Agent looked up pt's bionic report and saw that pt was high for a while after dinner and continued to receive corrective insulin that sent them low late at night. Agent noticed the low took a while and inquired about pt's wellbeing. Pt said they ended up eating some ate cookies that took a while to take effect, but wanted to sleep and couldn't b/c the ilet kept alerting them to the low bg. Pt's bg now is a 90.